Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap extended life pd transfer set separated from the twist clamp. This was identified by the patient at home after treatment for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the silicane tubing was separated form the female connector/main body/twist clamp. The silicone tubing was measured and was determined to meet the specification requirements and provided verification that the tubing had become disconnected from the female connector and not torn or broken. There was evidence on the inside of the tubing indicating the tubing was connected to the female connector during assembly. The reported condition was verified. The cause of the tubing separated from the female connector was undetermined. Should additional relevant information become available, a supplemental report will be submitted.